Event description:
It was reported that the patient had some swelling and warmness around the thoracic incision site. It was noted that infection was suspected, however, it was not confirmed. The patient was administered with antibiotics and incision looked good upon follow-up.